Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a coiled cord cable failure.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (problem code). A getinge field service engineer (fse) evaluated the unit and released cable and re fitted reel. When testing the reel, it got stuck again and the rescue release got stuck and failed to release the rescue unit. Removed the casing of the cart to try an see where the rescue unit was stuck, cart handle damage noted. The fse was able to remove the release handle and release the rescue unit. From there, the fse got access to the spring loaded screws which holds the bottom covers. Replaced the coiled mains lead, cart handle and re assembled the cart. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a coiled cord cable failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.